Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas corporation alleging cgm (dex 076) issue. It was reported that the sensor wire was broken. It was noted that it was sticking out of the abdomen. This complaint is being reported because the issue may require medical intervention from a health care provider to remove the detached sensor wire from the insertion site.

Manufacturer narrative:
Follow-up #1 date of submission 12/20/2016-device evaluation: the pump has been returned and evaluated by product analysis on 12/02/2016 with the following findings: evaluation revealed that the sensor was returned with the sensor wire was detached from the sensor pod.